Event description:
The dental implant, fx4310mlc in tooth location #31 was removed on (B)(6) 2016 due to loss of osseointegration 7 years and 1 month after implantation. The doctor indicated that the bone condition and poor oral hygiene of the patient cause the implant removal. The patient is recovered without complications. Re-implant is planned.